Event description:
It was reported that a patient underwent a vaginal hysterectomy procedure on (B)(4). 2010 and suture was used. During the procedure, the needle broke at the swage during suturing of the deep vaginal stump. The patient underwent an x-ray and the fragment was found and removed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.